Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm in the long trace and pump history noted. Replace battery alarm and power error alarm confirmed in the long trace. Replace battery alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed power error was triggered when the backup battery unloaded voltage was less than 3.7vfor consecutive 240 minutes due to non-sleep anomaly software error. Device received with keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had power error. Customer's blood glucose was 7.3 mmol/l. Device had trouble turning on and customer had tried different batteries. Device did not alarm a low battery alert prior to the replaced battery now alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.